Event description:
It was reported that the patient's system was oversensing noise that was consistent with muscle noise. The patient received a single isolated shock inappropriate shock due to these artifacts. Subsequently a revision procedure was performed to reposition the electrode. This is considered a serious injury as surgical intervention was required to reposition the electrode. No additional adverse events were reported. It was reported that surgical intervention was later undertaken. The electrode was explanted. After explant, the physician noted that part of the electrode body was black in color. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient's system was oversensing noise that was consistent with muscle noise. The patient received a single isolated shock inappropriate shock due to these artifacts. Subsequently a revision procedure was performed to reposition the electrode. This is considered a serious injury as surgical intervention was required to reposition the electrode. No additional adverse events were reported.